Manufacturer narrative:
The device was returned for investigation. The device was decontaminated then visually inspected. No non-conformities were identified or reported during the inspection of the device. The EU IFU was reviewed and lists access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion, surgical repair, and/or endovascular intervention as possible adverse events. Additionally, failed hemostasis requiring manual or mechanical compression and retroperitoneal bleeding as a result of access above the inguinal ligament or the most inferior border of the epigastric artery (iea) are also listed in the EU IFU as possible adverse events. Puncture in the origin of the profundal femoral artery, above the inguinal ligament, or above the most inferior boarder of the epigastric artery (iea) is listed as a contraindication. The risk documentation was reviewed and this is a known risk. Previous failure investigations determined that this failure mode is associated with device misuse. Due to the tight tolerances of the 14f lock advancement tube within the carrier tube, kinking, or bending of the tube can prevent the lock advancement tube from descending during deployment as designed. A design change was implemented since the release of this lot that reduces the failure from occurring when the device is not deployed per instructions of use.

Manufacturer narrative:
The EU IFU lists access site complications leading to retroperitoneal bleeding as a result of access above the inguinal ligament and other access site complications of bleeding possibly requiring a blood transfusion as a possible adverse events. Additionally, puncture in the origin above the inguinal ligament is a contraindication in the IFU. The device was returned from the field and inspected. There was no non-conformities identified. Additional investigation has been opened to review the device history record and risk documentation for this incident.

Event description:
Following withdrawal of an impella device on (B)(6) 2019, a 14f manta vascular closure device was used for closure. It was reported that the blue lock advancement tube did not advance out of the delivery system. The lock was then advanced by hand "just below the skin" to compact the collagen. It was reported that there was an "incomplete closure, small retroperitoneal leakage." A pressure bandage was applied and a blood transfusion was given. The patient was reported to be in "stable condition, no other intervention was needed."